Event description:
The patient was revised because of loosening of the femoral component at the cement/implant interface, with poly wear of the insert.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed anticipated wear for a polyethylene unicompartmental device implanted for approximately 10-1/2 year. A search of the complaint database did not show any additional reports against the lot code. The investigation did not find any evidence of device failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.